Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners, and a crack on the display window, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and that the device was beeping. The customer's blood glucose level was 178 mg/dl. The customer received a replacement device and agreed to return the product for analysis.